Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not power on after being powered down for several weeks and left on multiple wireless chargers, resulting in battery depletion and inability to start the device; a replacement pump was shipped and the user was instructed on return procedures and that data would not transfer. The user reported prior recurrent hypoglycemia while on the ilet and stated a clinician discontinued use, and the user continued cgm monitoring with dexcom during the period off pump. No injury or hospitalization occurred. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.